Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer received unknown readings problem with the abbott diabetes care (adc) device. The customer did not report symptoms and was unable to self-treat. A non-healthcare professional (non-hcp) provided fruit juice for treatment. There was no report of death, serious injury, or mistreatment associated with this event.